Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Batch 5016854 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe control 10ml ll barrel / flange was damaged. The following information was provided by the initial reporter: material # 309695. Batch # 5016854. Verbatim: rcc received a complaint via email. I wanted to bring to your attention feedback that we received from regarding bd 10ml control syringe -product #3096-95 & lot #5016854. "We have had several control syringes that have broken as medication was being injected during a surgical procedure. The pieces break off and fly across the room, which could lead to contamination issues and/or safety issues if pieces get left in the surgical field." Additional information provided: we have had two surgeons on two different occasions that have had issues with the control syringes, more specifically they fell apart as the surgeons were injecting medication. One broke in half with part of it flying off and bouncing off the wall. The surgeons have requested a replacement and no longer want to use this product. It is a potential for patient harm as it could lead to contamination if it bounced back on the sterile field, or pieces could potentially be left inside the patient. I do not have specific dates, nor do we have any physical samples as the parts were covered in blood.